Event description:
The pt felt pain when any coil was brought close to the implant.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.